Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a 3.5fr umbilical vessel catheter. According to the customer there was "a leak at hub of catheter 3.5 french". The catheter was replaced without issue.